Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "retaining tubes came out of the balloon kit still on the balloon. The surgeon cut the retaining tubes off and then inserted the balloon into the patient. [The user was] unable to aspirate blood back from the central lumen. [The user] [obtained] another balloon. The first balloon and sheath were removed, and the guidewire is still in place. A second 50 cc fiberoptic iab was obtained. As [ the user] was pulling the balloon out of the package, the retaining tube started to come out. The scrub placed his hand over the package to stablize the retaining tubes and the balloon was removed. The central lumen was flushed and the hemostatus device removed. The second iab was placed successfully". No patient injury or consequence reported. The patient's current coondition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that the "retaining tubes came out of the balloon kit, still on the balloon" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "retaining tubes came out of the balloon kit still on the balloon. The surgeon cut the retaining tubes off and then inserted the balloon into the patient. [The user was] unable to aspirate blood back from the central lumen. [The user] [obtained] another balloon. The first balloon and sheath were removed, and the guidewire is still in place. A second 50 cc fiberoptic iab was obtained. As [ the user] was pulling the balloon out of the package, the retaining tube started to come out. The scrub placed his hand over the package to stablize the retaining tubes and the balloon was removed. The central lumen was flushed and the hemostatus device removed. The second iab was placed successfully". No patient injury or consequence reported. The patient's current coondition is reported as "fine".